Event description:
During a follow up, reduced p-wave sensing due to lead dislodgment was noted on the atrial lead. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The helix was clogged with blood. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. The reported events were lead dislodgement and p-wave amplitude variation sensing. P-wave amplitude variation sensing was not confirmed.